Manufacturer narrative:
Updated fields: b3, h11. The sureform 60 stapler instrument was received for failure analysis investigations. The reported event was not replicated or confirmed. The instrument was placed and driven on an in-house system and passed all tests. The instrument was fully functional. No product issue was identified. The sureform 60 white reload was received for failure analysis investigations. The reported event was not replicated or confirmed. Visual inspection did not reveal any damage to the reload. The reload was not fired.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No product has been received for this event. Failure analysis investigations cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler fired a blue reload and caused a tissue pushout event. The customer reported that the stapler pushed/dragged tissue forward when a blue reload was fired. Malformed staples and an exposed reload blade were caused as a result. The reload was reportedly stuck to the target tissue after this event. No staples were missing, and no holes or gaps were noticed in the staple line. There was no bleeding due to this event. No unplanned tissue removal was performed due to this event. While performing this stapler and reload fire, the surgeon did not encounter obstructions such as clips or staples. No fragment fell inside the patient. The customer said no error messages were generated due to this event. This was the stapler's second fire of the procedure. A new sureform 60 stapler instrument was installed to continue along the same staple line and for the rest of the procedure.